Event description:
A report was received that the pt developed a post operative hematoma. The pt's symptom was a migraine headache. The physician reported the hematoma resolved and the pt is doing well.

Manufacturer narrative:
This is the final report.